Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a pt with stage 3 diffuse lamellar keratitis (dlk) in the right eye one day following the lasik treatment. The surgeon reported the pt had a predisposing condition of rosacea type skin. Oral steroid medication was prescribed and the pt's topical steroid dosage was increased. In a follow up with a technician, she indicated the pt was seen on (B)(6) 2014 and the pt had trace dlk. The pt was prescribed doxycycline and was told to continue the topic at steroid drops for three days and then start using artificial tears.